Event description:
A family member reported that the keypad buttons were intermittently unresponsive. She stated that the patient wore the pump in her pocket; denied physical damage to the keypad; and denied exposing the pump to water.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, investigation will be completed and a supplemental report will be filed.